Event description:
It was reported that during a distal volar radius fracture procedure, the pegs would not lock into the plate. The surgeon re-drilled and made multiple unsuccessful attempts to implant the pegs. The surgeon completed the procedure with other pegs.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03412 & 03416).